Manufacturer narrative:
Hamilton medical ags conclusion for the event is: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: low oxygen alarm.

Manufacturer narrative:
Hamitlon medical ags concluison for the event is: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The unit alarmed with a low oxygen alarm during ventilation. The patient was removed to another device. Nevertheless, the event did not cause or contribute to a death or serious injury. Logfiles show low oxygen and oxygen supply failed alarms, further also external flow sensor failed alarms. No technical events (te) and no technical faults (tf) occurred. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. The technician was not able to reproduce the issue and no part was replaced. The maintenance passed and the device is back into use. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: summary: low oxygen alarm.